Event description:
When physician was pulling the drain for removal, it broke at the clear tubing portion so the white part of the drain was still within the abdomen. Required surgical retrieval (with general anesthesia) of the drain.